Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse was unable to reproduce the reported issue. The system was tested and verified as ready for use. Additional work was completed by the fse. Based on the field evaluation, this reported event was not confirmed. The fse replaced the z-axis cable after error 32100 pointing to the z brake signal. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse was unable to reproduce the reported issue. The fse's service visit did not reveal any issues related to the customer reported event. This complaint is considered a reportable event due to the following conclusion: the customer aborted after the start of the procedure due to a repeated recoverable error 32100 pointing on universal surgical manipulator (usm) 3.

Event description:
It was reported that during a da vinci-assisted endometriosis resection procedure, a surgeon called an intuitive surgical, inc. (Isi) technical support engineer (tse) to report an error 32100 on arm 3. The customer already power cycled the system but the error came back. The tse confirmed the 32100 error presence in the logs and informed that the fault on universal surgical manipulator (usm) 3 could return at anytime. A few minutes later, the surgeon called back to inform that the fault was permanent, even after trying multiple time to recover the error by disabling arm 3 on the patient side cart (psc). In addition, surgeon informed that usm3 was necessary to finish the surgery. The procedure was aborted post anesthesia & post port placement. Isi followed up with the customer and obtained the following additional information: the system was inspected prior to use and no issues were identified during the system setup. The surgeon decided to abort the surgery due to a non-optimal state of the psc to continue the surgery. The surgery had been in progress for the 30 minutes when the issue occurred. There were no reported postoperative complications.